Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred for 3 hours or more through the night of (B)(6) 2019 beginning at 9:00 pm. The patient's wife found him in a coma in bed the next morning on (B)(6) 2019. His bg via finger stick was 2.0 mmol/l or 36 mg/dl. His wife did not mention the cgm value in the call. She administered fast acting insulin and an unknown muscle medication. He regained consciousness and required no further aid. The patient's wife reported that there were no alarms or alerts. At the time of the report the patient was feeling fine. Data was provided for evaluation and the allegation was confirmed. The probable cause could not be determined. The patient used an unsupported smart device operating system, which dexcom considers off-label use. No additional patient or event information is available.